Event description:
On (B)(6) 2012, the pt was implanted with a hemodialysis catheter in his chest. On (B)(6) 2012, he went to the dialysis center for his treatment. After treatment, he was disconnected from the machine and he complained of chest pain, but was discharged by the pct. In the early morning of (B)(6) 2012, rptr (mother) found the pt on the floor deceased. Rptr contacted the user facility to lay a complaint and ask for an autopsy but her request was refused. She ordered a private autopsy and it was determined that the catheter pierced her son's heart during treatment and he bleed to death. Rptr contacted bard the MFR and spoke to (B)(4) but the issue was not resolved. The user facility refused to release any info about the catheter or medical records of the pt to the rptr (mother) or the MFR for further research. User facility name: (B)(6). Dialysis center: (B)(6). The rptr is laying this complaint because of the user facility's failure to report this incident to the MFR and FDA.